Event description:
It was reported that there were no known symptoms due to the event. It was reported that intermittent or ventricular undersensing was observed on the pacemaker. Programming changes were recommended. There were no known patient consequences.